Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient had an unknown size taxus express2 drug eluting stent implanted to treat an unspecified lesion. At an unknown time following implant, stent thrombosis occurred. The patient's current condition is unknown. Despite multiple attempts to request additional clinical information, no information has been received.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.